Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement that was identified due to the device exhibited pacing inhibition. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Plese disregard this report (B)(4) since it was reported with the model and serial of the replacement device. The device that was truly explanted was already reported on (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement that was identified due to the device exhibited pacing inhibition. A new lead was successfully implanted. No additional adverse patient effects were reported.